Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a tha surgery for oa of right hip with the stem and a competitor¿s cup. The surgery was completed with no surgical delay. Immediately after surgery, when an x-ray was checked, it was found that a dislocation occurred since the anteversion of the femoral stem was not appropriate. Hospital staff discussed whether to perform a revision surgery immediately or not, but it was decided to perform a revision surgery on another day because there was a lot of bleeding during a long operation (9 hours). The date of a revision surgery has not been decided yet. The surgeon commented as follows. This was the first time for the surgeon to use a srom. Although the surgeon had been fully briefed on the characteristics of the implant and the instruments for this surgery, the tha this time was a difficult surgery since a subtrochanteric osteotomy was also performed simultaneously. Therefore, the surgeon could not pay attention enough to the delicate control of stem anteversion. Another possible cause of the event was insufficient preoperative planning. Although the timing is unknown, the patient had a history of rotational acetabular osteotomy in both hips. The patient has no allergies or smoking history. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (impact code).